Manufacturer narrative:
Roduct evaluation: the product investigation could not identify a root cause. The non-toric 20.5d lens does not correct an astigmatism. It was exchanged for a (3.75cyl), 21.0d lens to correct the patients astigmatism. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced insufficient astigmatic correction. The lens was exchanged for a different lens one month after the initial implantation.